Event description:
The patient reported that the pod adhesive did not adhere adequately to the skin, resulting in four pods detaching shortly after application. The patient stated that insulin delivery was interrupted due to the pods dislodging, which led to elevated blood glucose levels. No specific blood glucose values were provided. The patient presented to the emergency room on (B)(6) 2026. She reported that no specific diagnosis was communicated, aside from elevated blood pressure and hyperglycemia. Medical treatment included a new antihypertensive prescription, and the patient transitioned to multiple daily injections for insulin delivery. The pods in question were discarded and are unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.